Manufacturer narrative:
This report is submitted on 02 oct 2020.

Event description:
Per the clinic, the patient experienced infection at the abutment site. A revision surgery is planned but not yet performed as of the date of this report.

Manufacturer narrative:
Per the clinic, the abutment was replaced under a general anaesthetic on (B)(6) 2020. There was also a skin revision. This report is submitted on november 6, 2020